Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): performance data was collected from the device and analyzed. Analysis revealed power on reset of parameters due to a critical ram parity error logged on (B)(6) 2011 in address "1f 00". Severity is considered low as device should be able to fully recover after reset. Por timestamp coincides with ramware update. High battery impedance also led to elective replacement indication (eri). Eri was due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. Analysis of the device (B)(4): battery - high impedance; the eri is the result of high internal battery resistance.

Event description:
It was reported that the device experienced a power on reset the week before the follow-up visit. Now at the follow-up visit the device is at eri (elective replacement indicator). The patient has been fatigued, short of breath and dizzy for the past few days. It was discovered that this coincides with the eri of the device. The device eri occurred four days after a download of a software update and the eri is due to high battery impedance and there is possible premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.